Event description:
It was reported that the 9800 system had grainy images. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. Confirmed system track down and grainy image. Video controller replaced. Operational checks completed and system returned to service.